Event description:
The pump was moving around in the pocket; it was unknown if it had been flipping or not. The pocket was revised on (B)(6) 2011; the pump and catheter were not replaced. The device system was used to deliver compounded baclofen (5000 mcg/ml). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).